Manufacturer narrative:
(B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/ or reoperation: anisomastia, hypertrophic scar, deflation, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with two unspecified mentor saline breast prostheses, suffered bilateral device migration, bilateral hypertrophic scar, and bilateral deflation post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2011 with the following devices: (left) mentor siltex round high profile catalog: 324-4500, lot: 6403062, sn: (B)(4) and (right) mentor siltex round high profile catalog: 324-4500, lot: 6403062, sn: (B)(4). This medwatch form is for the left breast prosthesis.